Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal,bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 200 mg/dl at the time of the incident. Customer stated that he tried to exit insulin out the tubing but the bubble is still there in the reservoir. Customer stated that the bubble is the size of a bubble that is on a leveler. Customer stated that the reservoir was fine, but when doing a bolus he noticed the large air bubble. Approximate size of air bubbles is size of a bubble that is on a level. Air bubbles were noticed by customer during a bolus. The reservoir does not have leak. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Customer does not have a reservoir plunger available. Customer states that he will return the reservoir. Customer declined troubleshooting for high blood glucose. The reservoir will be returned for analysis.